Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, reference 1032347-2016-00320-1.

Manufacturer narrative:
UDI #: (B)(4). Review of the device history records show that the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #0001032347-2016-00320.

Event description:
It was reported that during the excision of a tumor the plate shape "changed" and the heads of the screws broke. It is reported that no delay occurred that exceeded 30 minutes and there was no injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Based on the product evaluation, fields were updated. . The products were returned for evaluation. According to the evaluation, the product identities were confirmed. The screws (items of this report) and plate (item of report #0001032347-2016-00320-3) were visually evaluated with a digital microscope. In the evaluation, one of the screws was found to be loose and one was found to be stuck in the plate. The one stuck in the plate has the screw head wedged into the plate through hole. According to the evaluation, this likely occurred from putting the screw in at a significant angle and driving the screw in with excessive force. Both screws show no significant damage to the threads. According to the evaluation, both screws show use indicated by deformation of the slots. The deformation is significant and indicates excessive force or mis-alignment with the blade when inserting. The loose screw was functionally tested by inserting it into white oak. Despite the slots having significant deformation, the screw was able to be successfully inserted. The complaint was confirmed as the screw heads were stripped. The most likely underlying cause of the complaint is excessive force. There are no indications of manufacturing defects. In the evaluation, the plate was found to be bent, likely to the patients anatomy as intended. This is report 1 of 2 for the same event. Report 2 of 2 is reported on MFR #0001032347-2016-00320-3.